Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Reported failures "high capture thresholds", "ventricular perforation" and "stimulation" were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to diaphragmatic stimulation and elevated thresholds, which it resulted in perforation in the heart wall. This lead was successfully replaced. However, new lead was explanted with this lead seven days after. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to diaphragmatic stimulation and elevated thresholds, which it resulted in perforation in the heart wall. This lead was successfully replaced. However, new lead was explanted with this lead seven days after. No additional adverse patient effects.